Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, discomfort and "lumpiness".

Event description:
Patient reported they has recently developed pain on the left side and left side device rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken, crease flat, red particle in the shell and missing, a microscopic analysis was performed which identify a sharp broken in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) broken . Missing piece of the shell assessed inconclusive.

Event description:
The device was explanted.